Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately seven and a half months after hvad implantation, this patient was admitted for elevated power consumption and flows rates. The patient further developed hematuria with an ldh increase during admission but the inr was noted to be therapeutic. The patient was initially treated with integrilin and heparin but the pump was subsequently exchanged for suspected thrombus. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the site performed a pump exchange for suspected device thrombus. The patient has since recovered (as evidenced by unrelated complaints that occurred after this event). The device, hw11416, was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one 'high watt' alarm. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection confirmed moderate abrasions of the lower housing's ceramic surface and the matching inferior surface of the impeller; however, no dimensional or functional issues that may have caused or contributed to the reported event were noticed during analysis of returned unit. Independent pathologic evaluation confirmed the material encountered within the device was grossly and histologically consistent with thrombus. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.